Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced two episodes in which the implantable neurostimulator turned off. The event was not suspected to be related to user error. No pt symptoms or outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.